Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip ejected when a nurse tested the device for functionality at the 1st firing. As the 2nd clip was fed into the jaws properly, the device was used for the patient. However, the clip ejected again. The fallen clip was retrieved from the patient without problems. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: which firing of the device did this event occur on? ---second firing. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was there any torquing or twisting of the device present at the time of firing? ---yes. The jaw approached in torquing to the target tissue. Also the elementary part of the jaw clamped excessive amount of the target tissue. Was any unexpected resistance felt while firing the trigger? ---dr commented that the forces of grasping the trigger was lower than usual at the 1st stroke of the 2nd firing though clamping the target tissue was as usual. Were any unexpected noises heard? ---no.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.